Event description:
Customer reported that the touchscreen was an unresponsive requiring multiple presses. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and no additional information regarding the outcome was provided.